Manufacturer narrative:
The device was returned for analysis. The reported difficulty to open or close foot and entrapment of device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced in is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, following suture deployment the lever was lowered to park the foot but the device could not be removed. A slight cutdown was performed to remove the proglide devices and it was noticed the suture was caught in the foot. Additionally it was noted that part of the foot was outside the vessel. This occurred with two proglide devices. No tissue damage was noted. The sutures of two new proglide were successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.